Manufacturer narrative:
H4: the lot was manufactured from january 07, 2020 - january 08, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which revealed an image of leak inside a bag that contained the sample. The exact location of the leak was not determined. The reported condition was verified. The cause of the condition was not determined; however the most likely cause of the condition is supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked from an unspecified location. The device was filled with 3800mg fluorouracil in sodium chloride 0.9%, total volume 115ml. This was identified prior to patient use. There was no patient involvement. No additional information is available.